Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further tests could be performed due to motor error alarm. The alarm history file was erased. The insulin pump was received with cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump received a no delivery alarm, motor error alarm, as well as a motor position encoder error. Customer reported having high blood glucose levels of 500mg/dl. Customer's blood glucose level at the time of the call 270mg/dl. Troubleshooting occured. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.